Event description:
It was reported to resmed (B)(4) that an astral device displayed error messages 101 and 218. Errors 101 and 218 result in an alarm which notifies users to the malfunction. There was no patient injury reported as a result of this incident. Ref MFR # 3004604967-2015-00031.